Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that difficult plunger occurred with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "plunger color a hue in color then previous syringes and harder to push."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that difficult plunger occurred with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "plunger color a hue in color then previous syringes and harder to push."